Event description:
Boston scientific received information that during an in-office check, this right ventricular pacing lead exhibited loss of capture. A chest x-ray was performed and a lead perforation was observed. There were no reports of syncope and it was reported the patient had an underlying rhythm. The lead was successfully revised. Records indicate this lead remains in service. Should additional information becomes available this report will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.